Manufacturer narrative:
Health effect - impact code : (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, and wear abrasion. The weight of the device was within specification. Based on the device analysis the final assessment is no issues found related to the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side ¿stiffness,¿ ¿pain,¿ ¿shape disfiguration on breast,¿ ¿capsule stiffness,¿ and ¿fluid collection.¿ the device has been explanted.